Event description:
It was reported ongoing intermittent occlusion alarms have been occurring for the past year. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Despite frequent occlusion issues, the customer declined additional assistance.